Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the patient phoned technical services approximately 9 years later to report that ''device is not working as the device has slid and hit the blood supply of the left kidney which as a result is now not functioning''. As per the patient the device has changed positions and it has been considered too dangerous to perform an explant procedure unless no other option available. The device remains implanted. The cause of the event is undetermined. No additional information is available at this time.

Manufacturer narrative:
Additional information received - it was confirmed with a physician at the (B)(6) center that the patient has not been seen for over 6 years at this facility and that there are no records in their system for any adverse events or follow up visits. No additional relevant information was received at this time. If information is provided in the future, a supplemental report will be issued.